Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during final stage of vitrectomy surgery, when silicone oil was injected an ophthalmic system exhibits the unusual popping sound, and there was a potential obstruction or mechanical issue within the system, and simultaneously, the machine displayed an advisory code multiple times stating, ¿pressure is unstable, release the footswitch treadmill or restart the agf. The procedure was completed successfully after pressing the ignore icon each time. No patient impact was reported.

Manufacturer narrative:
Upon further review, it was confirmed that there were no obstruction and no issue with the viscous fluid control within the ophthalmic system. The machine displayed an advisory message pneumatics¿ which is not considered a reportable malfunction. It is unlikely that recurrence of this advisory would result in serious injury, and the event does not meet the reporting criteria as per applicable regulations. No further reports will be submitted under mfg. Report num: 2028159-2025-01203. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.